Manufacturer narrative:
It was later provided the scope was reprocessed prior to sending the device out for repair. The customer was not aware of the foreign material and confirmed the reprocessing steps are followed per the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The events can be detected by following the instructions for use (IFU) sections: -inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of forceps getting stuck was confirmed. In addition, the bending section cover glue was cracked. There was insufficient glue on the plastic distal end cover. The control body had a customer label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the forceps were stuck in the biopsy area of the evis exera iii duodenovideoscope and could not be pulled out. There was no report of patient harm associated with this event.